Event description:
Reportedly, the instrument was placed across ileo-colic vessels, the jaws were then closed and clamped on the tissue with no excessive tension or torquing required. The jaws were visualized completely across vessel <7mm. The device was activated and then removed. Upon removal, the vessels bled which required a conversion from a laparoscopic to an open procedure.